Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which led to pacing inhibition and inappropriate atrial tachy response episodes. Further review noted this occurred twice; once with a 2 second pause and the second with a pause of around 3-4 seconds. The physician reviewing the data thought the rv lead was slightly proximal via x-ray and was going to discuss a lead repositioning procedure with the patient. At this time, the revision has not occurred and the lead remains in service. The patient has not been symptomatic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient received an inappropriate shock and anti-tachycardia pacing (atp). The representative requested technical services review the stored episodes from the previous day because they were not certain what was sensed on the rv channel. Technical services discussed possible reasons for the observations, which included; farfield oversensing of atrial activity, atrial fibrillation (af) with rapid ventricular rate, fine ventricular fibrillation (vf), noise and asystole. There were pacing pauses up to four seconds with no discernible complex on the shock channel. The rv amplitude was also out of range (less than 1.0 mv) on lead trends, and the rv pacing thresholds increased. The representative suspected there was an issue with the rv lead or lead position due to the low rv amplitude and increased rv threshold measurements. Technical services recommended further lead evaluation, and discussed troubleshooting options. The decision was made to program the rv lead to monitory only, and the rv sensitivity was set to 1.5 mv. The patient was scheduled for a venogram, and the physician was considering next steps. Further information was provided that this patient was downgraded from a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resynchronization therapy pacemaker (crt-p), and during that procedure this rv lead was surgically abandoned. The patient's previously capped competitor rv lead was then connected to the new crt-p. No additional adverse patient effects were reported.